Event description:
The customer reported a chemotherapy leak from the secondary IV line and texium cap connection. Chemotherapy was completed with a small amount (drops) leaking from the connection. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.